Event description:
It was reported the ipg was explanted and replaced due to battery depletion. The explanted ipg was returned to the MFR for analysis. Analysis of the device is in process; the results will be forwarded when available. Follow up on the pt found no further issues reported.

Manufacturer narrative:
Eval: method - the device history and sterilization records were reviewed. Results: a review of the DHR found a nonconformance related to the product, however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality and was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.